Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The vessels were moderately tortuous, but non-calcified or narrow. It was reported that the device could not be advanced past the turn between the iliac and the aorta and ended up buckling. The device was removed from the pt and a smaller talent device was delivered without further complication after changing to a stiffer lunderquist wire. The device was discarded by the user facility. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: (tortuous vessels).